Manufacturer narrative:
Hydroview iol was discontinued and is no longer manufactured by b and l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has cloudy/blurry vision and is required to have repeat surgery and replacement lens. This report refers to the patient's right eye. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested but has not been received to date.